Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 126 mg/dl. Reportedly, customer refilled and reused the same cartridge after 2 days of use with humalog insulin. Recommendation was made for the customer to change the supplies.